Manufacturer narrative:
An event regarding infection involving a mako liner was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned, however an image was provided. Biological debris was noted on the liner. Otherwise the liner was intact and unremarkable. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: no revision operative report, no bacterial data, are no examination of the explanted components are available for review. There is no evidence this early post-operative periprosthetic infection was related to factors of faulty component design, manufacturing or materials. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pathology report, operative reports, additional x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Was notified early morning on tuesday, (B)(6) 2015, by the hospital that dr. (B)(6) had an add-on hip going that night. The patient was reportedly infected. Right hip.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 6519-1-040, delta un.fem hd 40mm r40 16/18, lot code: 52416304. Cat. No.: 6519-t-100, uni adaptor sleeve v40 ti, lot code: 52302402. Cat. No.: 0580-1-441, exeter v40 stem 44mm no 1, lot code: g5695781. Cat. No.: 186005-25, ace bone screw-6.5 dia-25mm implant, lot code: 170086-01. Cat. No.: 186002-58, ace shell-clust hole por-58mm implant, lot code: 030590-01. Cat. No.: 186005-30, ace bone screw-6.5 dia-30mm implant, lot code: 170108-01. Cat. No.: 186005-20, ace bone screw-6.5 dia-20mm implant, lot code: 170117-01. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Was notified early morning on tuesday, (B)(6) 2015, by the hospital that dr. (B)(6) had an add-on hip going that night. The patient was reportedly infected. Right hip.